Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
It was reported that the impactor tip was found broken in half.

Event description:
It was reported that the impactor tip was found broken in half.

Manufacturer narrative:
Corrections: h6 (device & results) codes. The reported event was confirmed since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following visual inspection: the visual inspection of the returned device reveals crack of impactor tip. Few impaction marks are visible on proximal end of tip along with some black spots. Overall failure indicates rough usage. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material or manufacturing related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on investigation the root cause was attributed to combination of design and normal usage related issue. The failure was caused by its intended use. As a device that is manufactured of plastic and incurs numerous impaction events cleaning and sterilization cycles, breakage as noted in this complaint can be expected. If any further information is provided the complaint report will be updated.